Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician reported that while introducing the red72 before any passes were made, it became stuck in the ophthalmic segment of the ica and could not be advanced distally. While attempting to retract the red72 within the neuron max, the physician observed under fluoroscopy that the red72 became stretched and fractured on the distal length. However, the physician was able to successfully remove the red72, neuron max, and guidewire together from the patient. The procedure was completed using a stent retriever and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red72 reperfusion catheter (red72) confirmed that it was fractured on the distal length. If the red72 is manipulated against resistance, damage such as stretching and subsequent fracture may occur. The complaint indicated that the red72 was observed to be stretched and fractured during retraction. Based on the reported event, the red72 became stuck in the ophthalmic segment of the ica during advancement. This may have contributed to resistance during the procedure. Further evaluation revealed kinks along the length of the red72. This damage was incidental and may have occurred due to advancement against resistance during the procedure. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.